Event description:
A complaint was received from a hospital regarding inaccurate readings on an adc blood glucose meter in comparison to the lab readings. It was reported that a meter reading of hi (greater than 27.7 mmol/l) was received within 10 minutes of a lab reading of 3.2 mmol/l. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: device manufacture date is unknown as the meter serial number is unknown. Note: the meter is designed to display readings of 1.1 mmol/l to 27.7 mmol/l. This meter does not show a numeric value greater than 27.7 mmol/l. A blood glucose reading above 27.7 mmol/l will read as a "hi" in the adc meter.